Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a large unruptured aneurysm measuring 20mm x 5.5mm located in the cavernous segment of the left ica (internal carotid artery). Dual antiplatelet therapy was given to the patient. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving one pipeline (4.25mm x 30mm) without issues. Post angiographic results showed eclipse. It was noted on (B)(6) 2013 that the patient experienced a fixed and dilated pupil on the ipsilateral side to the aneurysm. Follow-up angiogram suggested a ccf (carotid-cavernous fistula). The cause of the event is unknown.it was reported that the patient is currently doing well as of (B)(6) 2013.